Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Concomittants: 170-36-93/ biolox delta femoral head 36mm od, -3.5mm 180-65-20/ alteon 6.5mm screw, 20mm 180-01-56/ nv crown cup clstr hole 56mm group 3 190-30-05/ alt ha s clr std sz 5. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient, initial right hip implanted on an unknown date, underwent a revision procedure on (B)(6) 2023. Reason for the revision was not reported. The patient¿s gxl liner and cup were revised to competitor¿s devices and exactech's ceramic head/sleeve. . The event was not related to a breakage of a device. There were no surgical delays. The patient was last known to be in stable condition following the event. Device images and x-rays were provided. The devices are not available for return as they were sent to pathology. No patient information, history, or comorbidities reported. No further information.